Manufacturer narrative:
Continuation of d11: product ID 977a275, lot# 0209254283, serial#, implanted:, explanted: (B)(6) 2019. Product type lead product ID 977a275, lot# 0209117037, serial#, implanted:, explanted: (B)(6) 2019. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the whole system was replaced on (B)(6) 2019.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) 3-4 years ago for occipital nerve stimulation. It was reported that the patient came to the pain clinic as they were getting tingling sensation in the implantable neurostimulator (ins) pocket that radiates into their right shoulder and right arm. This sometimes stops them from moving the shoulder. There was direct correlation on switching the stimulator on and the sensation appearing. The sensation was present all of the time and was similar to the paresthesia sensation they get in the back of their head. They did switch the stimulator system off which took away the sensation however, the patient's headaches got a lot worse. Painful stimulation around the pocket was noted. Today they have interrogated the system and this showed that all of the impedances and electrodes were within normal range. It was slightly high on contacts 9, 10, and 13 being 1,000 ohms and contact 15 being 1738 ohms. The physician tried reconfiguration of their occipital nerve stimulator leads however, this did not make any difference whatsoever to the stimulation that they get in their pocket. The patient charges the stimulator once a week. The patient's final settings were contact 0+, 1-, 2+, 3-, 4+ (covering left side), pulse width 210 microseconds, frequency 40 hz, and an amplitude of 2.3 volts. The right side coverage was 8+, 9-, 10+, 11-, 12+,13-, pulse width 210 microseconds, frequency 40 hz, and an amplitude of 2.5 volts. On the radiographs, there had not been any visual damage. The only thing that remains was probably to explore the ins pocket to see if there was any visible damage to the extensions or the ins itself causing current leakage. No interventions or actions were taken to resolve the event. No surgical intervention occurred, unknown if planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins nmd741812h revealed no significant anomaly. The ins battery was overdischarged and permanently damaged. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2019 and the battery was charged to 3.835 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode 3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Device analysis for lead 0209254283 revealed no significant anomaly. The body was cut thru, product segmented. Electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. Device analysis for lead 0209117037 revealed no significant anomaly. The body was cut thru, product segmented. Electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.